Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that their device had been working beautifully and it was still working better than 50%. They were in for an infusion (unrelated to the device/therapy) yesterday. It took 5 hours and they went right through their 2 pads and had to go to the bathroom twice and they did not know if they should increase or decrease to try and prevent the issue during their infusion. Reviewed device education and redirected to their doctor. The patient had moved so new doctor listings were sent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.